Manufacturer narrative:
Up to date, immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the galileo echo blood sample test well images in question, which appeared as a visually negative reagent red blood cell button, with a noted haze to the background. Additionally, no galileo echo instrument errors were noted during sample processing on the event log, and the camera images were optimal and aligned. Also, the blood sample appeared acceptable based on color check images. The full and complete customer telephone extension number is (B)(6). The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.